Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and diagnostic catheter. During the procedure, while the physician was inserting the lantern through the rotating hemostasis valve (rhv) and into the diagnostic catheter, the hospital technologist noticed the distal end of the lantern to be kinked. Therefore, the lantern was removed. The procedure was completed using a new lantern with a pod coil, pod packing coil (pod pc), and the same diagnostic catheter. There was no report of an adverse effect to the patient.